Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary medication set leaked at the junction between the spike and the chamber. This occurred as soon as the bag of chemotherapeutic solution was hung on the intravenous (IV) pole. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo revealed a leak between solvent bonding area of the blood connector and the inlet port of the blood chamber. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.